Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air) on the homechoice (hc) device during dwell 6 of 17. The supply bag fell off and disconnected. The technical service representative (tsr) helped the homepatient (hp) to clear the error by powering the hc unit off and on. The tsr instructed the hp to discard the setup.

Manufacturer narrative:
(B)(4). Follow up with the nurse reveals that the patient has not mentioned any problems with his homechoice. She stated that patient continues therapy as ordered and she is not aware of any medical intervention. Follow up: this complaint for a system error 2240 (air in set) during dwell 6/17 was not confirmed due to a lack of sample; however, per the complaint information the most likely root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.